Event description:
Additional information received could you please check and provide the actual lot number. Updated lot info: 4276296 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None

Manufacturer narrative:
Pr 11350460 follow up for device evaluation. It was reported there was a white filament on the stopper of the syringe. To aid in the investigation, one sample in an opened packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed, and the syringe plunger rod rubber stopper has a line that appears to be the lubricant applied. The lubricant was removed, and no foreign matter was observed. The surface of the rubber stopper was not flat but has a fine groove where the lubricant was. The two photos provided show the sample received. No other defects or imperfections were observed. The imperfection of the rubber stopper surface could have created what appeared to be foreign matter. A device history record review was completed for provided material number 302830, lot 4276296. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. No further action is required at this time. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Material # 302830 lot # unknown. Verbatim: date of event was today (12/30/2024) and was noticed while preparing one item, which was methocarbamol 1,000 mg/10 ml (somerset (B)(6), issue: a white filament was noted on the stopper of the syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.